Event description:
It was reported that during a coronary artery procedure, the stent became dislodged. The lesion being treated was moderately calcified and tortous, located in the left anterior descending (lad) vessel. After the physician pre-dilated with ptca balloon, he delivered the 2.75x12mm liberte' bare metal stent to the mid lad target lesion, but the stent did not cross the lesion. After the physician pulled the device out of the patient's body, he found the stent was lost. When he re-checked the cine image, the stent was found dislodged in the ostium of the proximal lad. The physician inflated a ptca balloon to pull the stent out. When he was pulling the stent out, the stent fell into left main (lm). The physician decided to deliver a 4.0x12mm bare metal stent to crush the original liberte against the lm vessel wall. The procedure was completed with another device and the patient was listed in stable condition.

Manufacturer narrative:
(B)(4).device evaluated by manufacturer:it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)